Event description:
Complainant alleged that during a routine shift check by a clinician the pace control knob snapped off the front panel membrane. Consequently, the device was unable to adjust the pacer rate. Complainant indicated that there was no pt involvement in the reported malfunction.